Event description:
A 26 mm diameter x 15 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in a pt for endovascular treatment of an abdominal aortic aneurysm in 2002. The diameter of the proximal non-aneurysmal aortic neck was 22 mm, and the length from the proximal non-aneurysmal neck the distal non-aneurysmal iliac neck was 140 mm. The iliac arteries were reported to be small but not calcified or tortuous. Aneurysm morphology is unk. The pt has a history of hypertension. It was reported that a sheath was not used during the implant procedure. It was reported that the right external iliac artery was torn as the device was being removed. An endarterectomy was performed and the tear was sutured closed. Final angiogram demonstrated a successful outcome with no endoleak and exculsion of the aneurysm. No clinical sequelae were reported and the pt is reported to be fine.